Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Power error, low battery, and power loss alarms due to j6 connector resistance issue.

Event description:
The customer reported via phone call that the insulin pump had a power error detected. The customer¿s blood glucose level was 236 mg/dl. Customer stated that the insulin pump had a replace battery alarm. The customer stated that this is the second occurrence of replace battery now without a low battery warning. The device will be returned for analysis.